Event description:
It was reported that the pump was replaced due to "eol (end of life)/battery depletion". No adverse events were reported.

Manufacturer narrative:
(B)(4). Final analysis of the pump concluded motor gear corrosion.